Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection with naked eye noted the green cap was loose within one pouch. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line caps on two (2) amia automated pd cycler sets were ¿loose and would easily fall off¿. This occurred during setup for peritoneal dialysis (pd) therapy. The patient did not use the sets with the loose caps.. There was no report of patient injury or medical intervention associated with this event. No additional information is available.